Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified the presence of white residue in the air/water cylinder and channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the white residue in the air/water cylinder and channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.